Event description:
Clinical study. Same case as 2134265-2008-00050. It was reported that 53 days after a coronary stenting treatment procedure, the pt had unstable angina and required a target vessel reintervention (tvr). The pt presented for treatment with an acute myocardial infarction. The index procedure treated a 2.8x18mm, 100% stenosed de novo lesion in the mid right coronary artery (mid rca) with predilation and placement of an express2 3.0x12mm bare metal stent. Residual stenosis was 0%. The procedure also treated a 2.7x14.4mm, 44% stenosed de novo lesion in the proximal rca with predilation and placement of an express2 3.5x12mm bare metal stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. Medications given during the index procedure were heparin, bivalirudin and aspirin. Fifty three days post index procedure, the pt had unstable angina. The cardiac enzyme was elevated (troponin t = 0.09). ECG showed no significant changes. The pt was referred to an outside hospital. Angiography was performed. The pt developed a 63% stenosis proximal to the stent placed in the prox rca with secondary engagement at the stent edge. The physician did not regard this as real in-stent restenosis. The stented region in the mid rca was not involved. The pt was treated with lower molecular weight heparin before a successful tvr. A 3.5x18mm cypher stent was placed in the lesion. There was no complaint about this procedure. The event was resolved 4 days later. The physician assessed the device relationship as definitely related.

Manufacturer narrative:
Device evaluation - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.